Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that inflatable penile prosthesis (ipp) pump was difficult to use, the device was not working a year after original implant. The patient underwent a surgical procedure in which all components were explanted and replaced without adverse patient effects.